Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the perforation remains unknown.

Event description:
According to the article life-threatening isometric-exertion related cardiac perforation 5 years after amplatzer atrial septal defect closure: should isometric activity be limited in septal occluder holders?, a (B)(6) male reported abrupt chest pain while lifting a heavy television five years post-implant of a 35mm amplatzer cribriform occluder (aco). The device was implanted in a secundum atrial septal defect (asd) measuring 10 x 15mm with fenestrations. According to CT and tee, pericardial effusion was observed and the anterior edge of the aco was found to be protruding through the right atrium (ra) toward the noncoronary aortic sinus. The patient underwent surgery while in cardiogenic shock. During surgery, the surgeon noted that the ra disc protruded through a 1cm tear located on the antero-superior ra wall and impinged on the noncoronary aortic sinus, presenting a similar but less penetrating lesion. A bulging effect of the aco through the atrial roof also was noted. Successful aco removal, asd patch closure and tear reconstruction were performed. The absence of endocardial scars at the ra level confirmed the acute nature of the event. According to additional information received, the aco was implanted (B)(6) 2004 and explanted in 2009. Ice imaging was used during implant. The exact event date/explant date could not be verified.

Manufacturer narrative:
The aga medical erosion board reviewed and adjudicated this event and determined an erosion occurred.